Event description:
A female presented to the operating room for intrathecal pump placement by a neurosurgeon. In the weeks prior to the surgery, the pain clinic faxed a prescription for hydromorphone pf 10mg/ml and bupivacaine 5mg/ml "use to fill synchromed pump and infuse intrathecally. Total volume 20ml. Start initial dose at 0.5 ml per day" to the inpatient pharmacy in order to procure the medication for pump placement. Because the ordered medication is considered a high risk sterile compound per usp <797>, as per standard protocol, pharmacy referred the prescription to an outside compounding pharmacy to acquire the medication. While the patient was in the operating room, the pump representative present to assist the surgeon with the device reviewed the directions for the infusion and identified the ordered rate would result in the patient receiving hydromorphone 5 mg intrathecally per day and raised concerns regarding the dose the patient would receive. The operating room team proceeded to call the pain clinic for clarification and received orders to change the infusion rate to hydromorphone 0.5 mg intrathecally per day. Without the questioning attitude of the pump representative (not hospital staff), this patient would have received a 10 fold overdose of an opioid intrathecally. Numerous opportunities for improvement were identified in the intrathecal pump replacement/revision process during a deep dive with this event. Medication administered to or used by the patient: no. (B)(4).